Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible inhibition of pacing and possible ventricular oversensing were noted. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.